Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a positive driveline exit site culture on (B)(6) 2024.

Event description:
The patient was experiencing fatigue, malaise, drainage, redness, and pain at the driveline site. This was treated with intravenous (IV) cefepime in the hospital with driveline debridement procedure on (B)(6) 2024 and wound vac placement to the driveline. They were placed on IV cipro po 750 mg bid for 4 weeks post operation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remained ongoing on heartmate 3 lvas, (B)(6), until the pump was explanted due to infection (MFR#: 2916596-2025-04133). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 patient handboo are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (local, pump pocket, and driveline), that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.